Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump alarmed compromised force sensor system. The customer's blood glucose at the time of incident was 430 mg/dl. It also stated that drive support cap was protruded. The customer reported that the insulin was squirting out during tubing prime rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Pump passed the displacement test. Unable to confirm motor error alarm or perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.